Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implanted pump. The patient's medical history included lumbar radiculopathy. The indication for pump use was spinal pain. It was reported that the pump routinely flipped in the pocket, refills had progressively become more difficult, and the ptm (personal therapy manager) did not couple with the pump. The event date was approximately (B)(6) 2015. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be obesity. The pump had been manually repositioned by the np (nurse practitioner) several times and it was noted that the patient wore an abdominal binder post-op. The issue was not resolved. The patient status was alive no injury. Surgical intervention was planned, but not yet scheduled as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that as of (B)(6) 2016 the revision hadn't been scheduled. On (B)(6) 2016 it was reported the revision was scheduled (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.